Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was black residue on the lens. Visual inspection found the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity:unk. Race unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2mm vticmo 13.2, -7.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Surgeon "noticed that a part of the lens" came out into patient's eye and the rest of the lens remained in the cartridge. Lens was removed, eye washed with no further complications. No patient injury. A replacement lens was implanted on 02/oct/2019 and this resolved the problem.